Event description:
Additional information received from the patient reported that there were no changes made to their device programming. The patient reported that the programs stopped working, including ¿c1.¿ the patient stated that in order to resolve their issue, they contacted a manufacturer representative for troubleshooting. It was noted that the issue of high stimulation and feeling stimulation at 0v had not been resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported feeling stimulation even when stimulation was turned all the way down to 0v. They confirmed they were no longer feeling stimulation when the stimulation was turned off, but they could still feel it with the stimulation on and at 0v. The consumer stated it was time for ¿revision.¿ they further clarified that it was to replace their implant due to normal battery depletion. The consumer also reported they had a fall because the stimulation was too high. It was stated the patient was able to use their patient programmer (pp) to adjust programs within group c. Initially they reported c was uncomfortable but was able to decrease to a comfortable spot. The consumer mentioned they had an upcoming appointment with the manufacturer representative. Indication for use was post laminectomy pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.